Event description:
A cartridge change error was reported by the customer while using the pump. There was no reported impact on the customer¿s blood glucose level. The customer successfully loaded the cartridge onto the pump and completed the loading process, allowing them to resume insulin administration.